Manufacturer narrative:
The pump was received with intermittent button response due to moisture on the keypad traces. No moisture damage found on the lcd board, mother board, interface board, remote frequency board, motor or vibrator assembly. No alarms during testing noted. The pump was received with moisture on battery tube, a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting pushed into a swimming pool. Customer reported that as a result, buttons were not responding. Alarm history also showed a button error alarm, signal too low alarm, bad battery alarm, weak battery alarm, low reservoir alarm and a communication error alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.